Event description:
During on-site service, baxter field service engineer found the pump had a failure code 570. The pump was not in use on a pt when the problem was discovered. Reporter did not report any pt injury or medical intervention associated with this event.

Manufacturer narrative:
This device will not be returned for evaluation. The device was repaired at the customer's facility.